Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure on (B)(6) 2021, while inserting the nail into the patient, the impactor broke off into the insertion handle. The surgeon could not attach another impactor because the threads of the impactor were still inside the insertion handle. No fragments were left in the patient. The procedure was successfully completed with a fifteen minute delay. Patient outcome is unknown. This report is for a driving cap/threaded. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9 h3, h6: a product investigation was conducted. Visual inspection: driving cap/threaded (p/n: 03.010.523, lot #: l812333) was returned for analysis. Upon visual inspection the distal tip of the complaint device appears to be broken at the threaded section and fragment is missing in the evidence, confirming the reported condition. Additionally, scratches are visible on the top of the proximal head from hammer blows. These cosmetic issues are consistent with normal wear. No other issues were identified with the complaint device. Dimensional inspection: the diameter at the neck of the tip was measured which is within the specification as per the relevant drawing. Document/specification review: the current and manufactured revision of drawings were reviewed. Investigation conclusion: the reported condition of the complaint device (driving cap/threaded) is confirmed. The distal tip of the complaint device is broken at the threaded section and scratches are visible on the top of the proximal head. While no definitive root cause could be determined, it was possible the device encountered unintended forces during use (off-axis or excessive hammer blows based on the numerous dents on the proximal surface). There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. H3, h6: a device history record (DHR) review was conducted: part # 03.010.523-us lot # l812333 manufacturing site: werk bettlach release to warehouse date: 22 jun2018 a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.